Event description:
Info was received that reported a pt was hospitalized in 2006 due to elevated blood glucose levels. The pt was treated with IV fluids and insulin. The reporter states that the device has physical damage and is cracked down the cartridge and around the battery chamber. The device should be returned for eval.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.